Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a resolute onyx drug-eluting stent was implanted in the lad. Thirteen days post procedure, patient suffered lacunar infarct which is associated to neurological event - stroke. Event was treated with a medication change. Patient recovered. Investigator assessed event is not related to device or anti platelets. Sponsor assessed event is not related to device but possibly related to anti platelet medication.